Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having problems with her glucose meter. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that their readings were off by 300 points and the meter was replaced. It was also found that the readings won't transmit to the pump. The customer was assisted with the programming and the meter was then able to transmit the reading to the pump. The customer also stated that she was hospitalized because of influenza, which caused her blood glucose levels to be high, but she declined to troubleshoot for their blood glucose. The pump was not returned for analysis.